Event description:
It was reported that an alarm 2, followed by alarm 26, occurred. There was no reported adverse impact to the customer's blood glucose level. Prior to conducting a 5-unit bolus test, the customer mentioned using fiasp insulin in an off-label manner and was referred to their healthcare provider for further guidance.